Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the patient had three varicose veins that showed under the endoscope, indicating a cyan, purple color. Starting from the cardia, spiral ligation was performed at 5 points from the bottom up. When the sixth band was attempted to be deployed, it did not deploy and did not ligate the varicose vein. After the device was removed from the patient, it was noticed that the sixth band was broken, which the deployment problem. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had no bands attached and two bands are already deployed. The ligator housing teeth and the suture were found in good conditions. Additionally, the handle had marks of trip wire was secured. No problems with the device were noted. The reported complaint of bands unable to deploy was not confirmed since the ligator housing was returned without the bands attached to it and two bands were found detached. Upon analysis, the ligator housing was returned without the bands attached to it and two band were found detached. The teeth and the suture were found in good conditions. The returned device did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause for the reported complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the physician removed the ligator shrink wrap earlier in the set-up process; however, the iuf states, "removal of the ligator shrink wrap is done at the end of the setup."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the patient had three varicose veins that showed under the endoscope, indicating a cyan, purple color. Starting from the cardia, spiral ligation was performed at 5 points from the bottom up. When the sixth band was attempted to be deployed, it did not deploy and did not ligate the varicose vein. After the device was removed from the patient, it was noticed that the sixth band was broken, which the deployment problem. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Additional information received on july 31, 2024. Note: it was reported that the physician removed the ligator shrink wrap during the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on july 31, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the patient had three varicose veins that showed under the endoscope, indicating a cyan, purple color. Starting from the cardia, spiral ligation was performed at 5 points from the bottom up. When the sixth band was attempted to be deployed, it did not deploy and did not ligate the varicose vein. After the device was removed from the patient, it was noticed that the sixth band was broken, which the deployment problem. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. ***additional information received on july 31, 2024*** note: it was reported that the physician removed the ligator shrink wrap during the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup.